Event description:
It was reported the pt experienced a sudden loss of stimulation. Prior to the loss of stimulation, she experienced difficulty with communicating and charging her ipg. A sjm representative met with the pt and was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.